Event description:
The pump was returned for investigation. Investigation revealed that the bolus button cover and plug are detached. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to confirm keypad peeling. There was no damage to the keypad. All of the buttons responded appropriately. There was no contamination found on the key contacts. Investigators observed the bolus button cover and plug are detached from the pump, exposing the internal contact. Investigators observed debris on internal components of bolus button. Observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. (B)(6).